Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012. On may 31, 2012, the patient underwent her first bt treatment to the right lower lobe. The procedure was successfully completed. No issues were noted to the device. According to the complainant, shortly following the bt procedure, the patient complained of chest pain. An x-ray was performed and a pneumomediastinum was confirmed. The patient was subsequently hospitalized; however, no treatment was required. On (B)(6) 2012, a second x-ray was performed and it was confirmed that the pneumomediastinum had resolved. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Pneumomediastinum is a known adverse event. Therefore, the most probable root cause classification of this complaint is anticipated procedural complication.